Event description:
The customer called for help with her new breeze2 meter. While performing control tests, the customer received a control test result of 177 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The customer used the last of her test strips when performing control tests, so no product will be returned for evaluation. Replacement test strips were sent to the customer.